Event description:
The reporter stated that he did back to back blood glucose testing, one after the other, using different strips. (Reporter was not certain whether he had used different fingersticks). His results were 1, 133, 4 and 136 mg/dl. He said that he had cold symptoms. A retest using new strips had a result of 203 mg/dl, which was high for the reporter. On follow-up, the reporter stated that his confirmation dot had turned completely blue even with the low readings. The lifescan rep reviewed qc and discussed meter/lab comparisons with the reporter.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8